Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's spouse regarding the patient's implantable neurostimulator (ins). Spouse reported the patient has experienced a loss or change of therapy. Caller reports loss of therapeutic benefit and says the patient is going to the bathroom a lot again and is having return of urinary frequency symptoms. Patient does not feel stimulation even though therapy is on. Amplitude was increased and the patient felt stimulation in the correct area. Stimulation was adjusted from program 1 at 1.5v to program 1 at 2.5v. It was reviewed that it takes time for the body to respond to therapy, therefore titrations should be discussed with healthcare professional (hcp). Additional information was received from the consumer regarding the patient; the consumer reported that the patient was experiencing a loss of therapy "within the last day or so." The patient was initially set to 3.8 or 3.9 and then increased to 4.8, but later in the call said that they were set to 4.5. The consumer wished to know how to change programs and was advised to follow-up with the patient's healthcare provider (hcp) to determine if the patient has multiple programs. The caller stated that the patient has an appointment with their hcp next week. Additionally the consumer reported that the patient was experiencing pain near the tailbone by the incision. The caller was advised to have the patient follow-up with their hcp and again the appointment with the patient's hcp was confirmed for next week. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
Additional information was received. Health care professional reported the patient's interstim had to be removed due to infection on (B)(6) 2017. No further complications reported/anticipated.